Event description:
It was reported that the pump battery would not charge despite several attempts with different wall outlets and adapters. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact. The customer reverted to an alternate form of insulin therapy.